Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that a red alarm was triggered for a patient safety event, however, there was no audible sound at the central station. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The clinical solutions consultant reports that the audit log was assessed and it did show that a red alarm was triggered and made audible by the surveillance. It has been confirmed as audible but at the time of the event, it was believed that the speaker was back to the display's built-in speaker instead of the speaker installed externally and no sound was heard, however, the audit log did clearly show that alarms were being triggered and acknowledged. Based on the information available and the testing conducted, the cause of the reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.